Event description:
It was reported that, "the pt had a tha on (B)(6) 2010. Shortly after tha, the pt was taken to emergency hospital. However, we do not know why the cause, afterward, the pt died at the emergency hospital".

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. No further info is available, although, it has been requested. If add'l info becomes available, it will be submitted in a supplemental report.